Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient cardiosave intra-aortic balloon pump (iabp) condensation in line & gas loss error.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge fse was dispatched to evaluate the unit he replaced pim for issues with gas loss in circuit alarms and excessive condensation build up. Returned to customer.

Event description:
N/a

Event description:
It was reported that during use on patient cardiosave intra-aortic balloon pump (iabp) condensation in line & gas loss error. No harm to the patient.

Manufacturer narrative:
Updated field: b4, b5, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11. Corrected field: h6 (type of investigation).